Event description:
A high readings issue was reported with use of the adc sensor. Customer received a high sensor scan result and experienced tachycardia, palpitations, and a loss of consciousness. Customer further reported being able to self-treat and no third party treatment was required. A sensor reading of 255 mg/dl was reported compared to reading of 112 mg/dl obtained on built-in meter, reported to be taken a couple of hours before adverse event. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.